Event description:
It was reported that during a valve surgery, the atrial lead was cut. Approximately two weeks later another procedure was performed to explant and replace the atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Products: 511211 competitor implantable pacing lead 2012 (B)(6); 638bl28 heart band 2010 (B)(6). (B)(4).